Event description:
International affiliate reported that a pt presented with unspecified pain following gastrojejonostomy surgery performed in 2006. The suture was excised during a follow-up surgical procedure for tumor resection.

Manufacturer narrative:
Result: the returned sample was evaluated and found to be a braided, approximately 3.5cm long suture of size 3-0. The atr spectrum identified the material as silk. Conclusion: the complaint report indicates that the implanted vicryl suture did not absorb resulting in adverse pt event. The explanted suture was identified as a silk suture which is a non-absorbable suture.